Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll patient service representative (ssr) contacted zoll customer support to report that a (B)(6) male patient had a asystole event and was transported to the ICU on (B)(6) 2014. A subsequent download revealed that the patient was treated 30 minutes after the asystole event. A review of the event indicates that the patient was in sinus bradycardia at 39 bpm with periods of asystole at 05:38:59. The device detected an arrhythmia and the patient experienced an inappropriate defibrillation event at 05:55:23am. Svt at 194 bpm contributed to the false detection. The post-shock rhythm was sinus tachycardia at 105 bpm. The response buttons were not pressed during the entire event. The patient remained in the hosp and ended use of the lifevest. On (B)(6) 2014 zoll customer support was notified that the patient had died on (B)(6) 2014 at 9:30pm while in the ICU.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication that the lifevest caused or contributed to the patient death. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4) - initial use; electrode belt: sn (B)(4): 10/2009 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.